Manufacturer narrative:
The evaluation revealed the damaged nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, dimensional, functional, visual or manufacturing related issues were found. The reported event was confirmed; two pegs of the proximal nail reception were found deformed and partly broken; two imprints within the peg material were visible, caused by the connection pegs of the nail adapter of the target device. A reproduction with a sample target device and sample nail holding screw revealed that the target device was not completely assembled to the nail; the nail holding screw was not fully tightened. Due to this the metal pegs of the nail adapter reception were only approx. 1 mm in contact to the nail reception. The target device was rotated counter-clockwise; therefore, the nail adapter pegs damaged the nail reception. The IFU includes that implant damages shall be avoided and that the user shall be familiar with the system prior usage. Based on the evaluation the nail damage is attributed to an inadequate usage (user related). Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. The full investigation report is attached in the conclusion.

Event description:
During t2 humeral nail surgery, when the surgeon assembled the nail with the device again after inserting the compression screw, the proximal part of the nail was broken. Thereforem the other size nail was implanted.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During t2 humeral nail surgery, when the surgeon assembled the nail with the device again after inserting the compression screw, the proximal part of the nail was broken. Thereforem the other size nail was implanted.